Event description:
It was reported that the patient had leads removed but left the implantable neurostimulator (ins) in. It was later reported that the device was going to be explanted at a future date. Ins was set to be taken out on (B)(6) and an MRI for the week following this report. It was unknown when the leads were removed. It was later reported that the patient¿s leads were explanted most likely to be able to have an MRI of the cervical/thoracic spine. It was later reported that the patient was scheduled for an MRI on (B)(6). Leads were removed but it was unknown why they were removed. Patient was in a lot of pain. Leads were removed on (B)(6) 2013. Additional information received reported that the patient had an MRI on (B)(6) and had no issues. Additional information received reported that the patient¿s battery had been explanted.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).